Manufacturer narrative:
Final analysis confirmed the reported event. A partial lead was returned in two pieces. Clavicle crush damaged the outer and inner insulation at 25.7 cm from the distal tip at the middle region of the lead which caused the reported event. The distal portion was found shorting due to clavicle crush. Other damages found were sustained during the procedure.

Event description:
It was reported that the right ventricular lead and the atrial lead were explanted due to noise. The patient was stable before, during and after the procedure.